Event description:
The customer called stating that their meter will not work anymore and numbers are missing on thier screen. During the troubleshooting process, it was determined that several segments were missing from the hundreds place in the display. A request was made to return the meter for evaluation. In the meantime a replacement unit has been provided.